Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint was returned to lifescan on (B)(4) 2011 and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan received the test a strips involved with this complaint on (B)(4) 2011 and device evaluation was completed on the same day. The alleged issue was confirmed when testing with control solution during investigation.

Event description:
The reporter contacted lifescan (B)(4) alleging an "error 4" issue with the subject meter. The reported issue was not resolved with customer service troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.